Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, they used exact, and the sealing was not good enough. There was no re-grasp alert reported. There was an end tone heard. There was bleeding but transfusion was not necessary. They used manual sutures to achieve hemostasis.